Event description:
It was reported the pt underwent surgical intervention to revise the ipg site in 2010 to address discomfort which was caused by the ipg being tilted in the pocket. The ipg revision had resolved the issue. It was reported since then, the pt has lost a significant amount of weight causing the issue to re-occur. Due to the ipg being tilted in the pocket, the pt is experiencing extreme pain. The pt was advised to see his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.